Event description:
A customer contacted beckman coulter inc., (bec) and reported a leak inside the coulter lh 500 hematology analyzer. The amount of fluid that leaked was approximately 15-24ml and the leak was contained within the instrument. The customer was wearing personal protective equipment (ppe), consisting of a lab coat and gloves at the time of the event. There was no exposure to mucous membranes or open wounds. Medical attention was not sought. The material safety data sheet (msds) was not reviewed. There is an exposure plan in place at the facility and clean up was completed following the biohazard spill protocol. There was no impact to patient results. There was no report of death, injury or change to patient treatment associated with this complaint.

Manufacturer narrative:
A field service engineer (fse) was dispatched on (B)(4) 2012. The fse found a leak at the tubing through pinch valve (pv49). The fse replaced the tubing and verified the repairs per established procedures. Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. The cause of the leak is attributed to the tubing through pv49. (B)(4).